Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The subject stent device was returned for analysis, the subject stent sdw (stent delivery wire) was returned advanced through an xt-17 catheter and the subject stent was found to be partially deployed from the distal tip of the catheter. During functional testing carried out during analysis several failed attempts were made to remove the subject stent system from the catheter. The subject stent system remains advanced through the catheter confirming the reported event. Addition information received was when delivering the subject stent to go through xt-17 microcatheter, big resistance was encountered, and the subject stent could not be delivered. Further information received indicated that the subject stent device was prepared as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the subject stent device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patients anatomy was reported to be moderately tortuous, this may have been a contributing factor to the reported difficulty to advance the subject stent. The as reported code as well as the as analyzed codes listed in the grid below will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was initially reported that the stent (subject device) experienced friction while advancing in the microcatheter. There were no reported clinical consequences to the patient. Analysis of the returned device revealed that the subject stent was seen to be partially deployed from the distal tip of the returned microcatheter. No clinical consequences to the patient.